Event description:
Two discordant sodium (na) results were obtained on an advia 1200. Initial results were not reported to the physician. The samples were retested. There were no known reports of patient intervention or adverse health consequences due to the discordant sodium results.

Manufacturer narrative:
A siemens technical solutions specialist was contacted by the customer, who performed analysis of the instrument and instrument data. The cause for the discordant sodium result was the sodium electrode. The operator replaced the electrode, ran qc and reran the samples. The instrument is performing within specifications. No further evaluation of the device is required.